Manufacturer narrative:
Evaluation: results - (other): visual inspection of the returned product found the foam tip plunger inside the cartridge and was bent. The lens was returned stuck in the cartridge. The cartridge was returned with the wall split. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a +21.5 diopter cc4204bf collamer single piece lens, but the lens became stuck in the catridge. There was patient contact, but no injury.